Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While using a clip on the splenic artery of a patient the clip remained stuck on the applier in a closed position. It was not possible to open the applier or to take the clip off the applier. Several movements were processed by the surgeon to make the clip get off the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the teleflex medical, (B)(4) facility as part of a 22 pc. Lot in may of 2011. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
While using a clip on the splenic artery of a patient the clip remained stuck on the applier in a closed position. It was not possible to open the applier or to take the clip off the applier. Several movements were processed by the surgeon to make the clip get off the applier. There was no patient injury.